Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery connection status) has been confirmed. As received, the battery was intermittently powering a monitor. The battery connector was physically damaged, which caused the intermittent connection in the monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing poor battery connection status.